Event description:
This is a report of a home patient's (hp) that was admitted to the hospital with chest pain. Per the assistant nurse manager, it was confirmed the patient's principal hospital diagnosis was chronic systolic dysfunction. The patient was treated with morphine for the chest discomfort. The patient is considered to be recovered from the chest pain event and was discharged home four days later. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the patient was still on peritoneal dialysis (pd) therapy and continued to use the homechoice without further adverse events. Additional information: a device history and service history review were performed and revealed no issues that would have caused or contributed to the reported issue.